Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process.   Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.   (B)(4).

Event description:
It was reported the end user had a right anterior partial knee replacement on (B)(6) 2017 in which aquacel ag surgical dressing was placed at that time. It was unknown what prep or surgical scrubs were used under the dressing. On (B)(6) 2017 the dressing was removed for the first time and a raised red rash to the entire skin area under the dressing was noticed. While the rash extends beyond the dressing there is a definite line of demarcation where the dressing was. End user also has raised red rash to right back thigh, and also reports having red bumps here and there to left leg, back, and arms. The surgeon prescribed medrol methylprednisolone steroid pack and ordered that the dressing be discontinued. The dressing was removed and a dry gauze dressing applied. Photographs were provided by the end user depicting the reported complaint issue.